Manufacturer narrative:
H4 - device mfg date: correction. H6. Codes: updated. Device evaluation: no product was returned and the customer provided one (1) photo. It was not possible to confirm the complaint from the provided photo. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there were multiple events where cadd line was leaking from the tubing. The leak was observed during patient infusion originating near the start of the tubing (blue end). There was patient involvement, however there was no patient adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.